Event description:
It was reported that the implantable cardiac monitor (icm) was returned due to software issue. The icm was rejected for ate test. The icm was not used and there was no patient involvement.